Event description:
This female originally had silicone gel breast implants placed in 1981 in another state. The left implant was replaced with saline impllant in 1989. The right side is firm and hard, and a recent mammogram has implied extravasation of silicone after being kicked in the chest by a horse. The MFR's name is determined from the imprint on the implants, however, the details are not known to this reporting facility as the implantation was not performed here. Gross exam: the right implant bears the co imprint co "180 cc". The prosthesis weighs 163.10gm. There is a 0.2 slit-like fenestration in the lateral aspect through which sticky stringy, viscous material exudes. The capsule microscopically shows chronic inflammatory changes and fibrosis.